Manufacturer narrative:
(B)(4). Batch # t5dh94 component code: (B)(4). Analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sr75 reload was received fully fired. The swing tab was found to be in the locked position and with the knife not completely within doghouse and with the "doghouse" component of the cartridge damaged. No functional test was performed. The event reported was confirmed and it is related to improper use of the device. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy, the suture line failed. The device did not staple or cut. The surgery was delayed by 10-minutes but completed successfully with no patient consequences or change to the post-operative care.